Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown; product type lead product ID 3889-28, lot# va00sw9, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4). Analysis of the ins ((B)(4)) found no significant anomaly. The setscrew was backed out too far and the ins was able to be turned on and off with a clinician programmer and a patient programmer.

Event description:
It was reported that the patient had a lead replacement and everything checked out in the operating room (or) with the clinician programmer. In recovery they were unable to turn the battery on and the patient was taken back to the or and the battery was replaced. It was noted that the product was good when checked in the or and post-operatively they were unable to get a connection. The health care provider wanted to know if the device was defective. It was reported that the action required as a result of the event was replacement. Diagnostic testing or troubleshooting of impedance testing was done. It was noted that it was unknown if the product issue was resolved and was unknown if the cause of the issue was determined. The manufacturer representative would be sending the product back for evaluation. It was reported that the patient status was alive with no injury and there were no patient symptoms or complications associated with the event. The patient was fine after the replacement and their stimulation was on.